Event description:
Note: date of event is unk - date of initial stent placement is unk. The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure for ureteral stent placement (date unk). It was reported to bsc that subsequent to the initial placement, the percuflex urinary diversion stents open and closed configuration device had 'kinked which prevented drainage of the kidney'. A second procedure was performed to replace the stent and to facilitate drainage of the kidney. The pt condition is reported as 'recovered and released'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, we are not able to determine the relationship between this device and the cause for this event. A search of the complaint database for similar complaints related to the product family was conducted. This rolling 15-month complaint trend report identified two additional complaints with regard to the reported failure mode. The root cause classification could not be determined due to the non return of the product.